Event description:
Pt had posterior carotid artery wall aneurysm. Coil embolization was attempted. After about 90% of the coil was placed into the aneurysm successfully, it would not advance further. Coil retrieval was attempted, but a portion of the attachment device broke off and remained in the pt. Open surgery was done the next day to repair the aneurysm. During this surgery, the coil was removed.